Event description:
Caller reported potential false positive tni results on triage cardiac panel test vs. Lab instrument reflex. Patient #1 was admitted to hospital; no further information available. Patient #2 was released.

Manufacturer narrative:
Two patient samples were sent to biosite for testing. The two samples and positive and negative in-house controls were tested. Customer's complaint of positive tni results on the patient samples was not confirmed; samples read below 0.05 ng/ml on triage and access 2. A review of manufacturing release data for the device lot showed recovery within specifications, and again, zero occurrences of elevated tni with negative controls. Issue to be tracked and trended by device lot. Product deficiency was not established; no corrective action required at this time.